Event description:
The following was reported to hamilton medical ag: · a 02 valve leak was reported. · it's reported that this occurrence was noticed during the self test at start up. The hamilton vigilance reporting decision strategy prescribes to report startup issues. · the alarm was observable both visually and through hearing. Te231008 (02valveleak) · this malfunction was reproducible. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: a 02 valve leak was reported. It's reported that this occurrence was noticed during the self test at start up. The hamilton vigilance reporting decision strategy prescribes to report startup issues. The alarm was observable both visually and through hearing. Te231008 (02valveleak) this malfunction was reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.